Event description:
It was reported that during a minimally invasive transforaminal lumbar interbody fusion, level l3 - 4, the surgeon was inserting the rod under the fascia in a percutaneous mode and when the rod was turned perpendicular to the rod holder, the rod would pop out without pushing the release button. The surgeon used the rod introducer again and held the brake in place in order to fish the rod into the pedicle screw. The surgeon released the brake and the rod came out again. The surgeon then used a cocher and adjusted the rod, and was able to implant the rod to complete the procedure with no further problems. There was no adverse effect to the patient and the procedure was extended approximately 15 - 20 minutes.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the rod introducer was in good condition. There were scratches and wear and tear markings on the device. The manufacturer, instrumedical, indicated that the returned item failed functional testing per the drawing revision. This complaint is valid from a manufacturing standpoint. A product development evaluation was also performed. The instrument exhibited the condition described in the complaint. The rod could be removed with little effort while the instrument was in the closed position. The rod could be retained if the brake was squeezed while using the instrument. Additionally, the spring was missing from the cross shaft component, which retracts the cross shaft for assembling the rod to the instrument. The capture mechanism of the rod introducer utilizes a cross shaft component moving from an open to a capture position when the rod is loaded. The position of the cross shaft in the closed position is controlled by the adjustable length actuator assembly. When the actuator assembly is too short at the time of assembly, the cross shaft cannot adequately capture the rod, and the rod will detach. The concept of the adjustable length assembly actuator was developed to overcome excessive tolerance stack issues and minimize the gap between the cross shaft and a loaded rod. However, the design intent of minimizing the gap between cross shaft and rod was inadequately defined on the top level drawing when the design phase was completed. A design change was released on 8/8/11 to update the top level drawing with more detailed assembly instructions and specify a maximum allowable gap between the cross shaft and a loaded rod. This instrument was manufactured in february 2011, prior to the design change. Also, this instrument is missing the cross shaft spring, which can intermittently present difficulties for inserting the rod in the instrument. However, this issue is secondary and does not contribute to the complaint that has been filed. The issue was caused by assembly issues at the vendor which resulted in the actuator assembly being too short and the cross shaft therefore not being able to adequately capture the rod. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for complaint (B)(4).